Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that on 01-sep-2023 (approximately), the patient faced a kinked cannula with 10 similar type of infusion sets within 3 or more hours after insertion. The infusion had been used for 5-10 hours or more and the site location was patient's abdomen and upper buttock. Moreover, similar issue occurred on 11-nov-2023 and 15-nov-2023, he faced a kinked cannula which led to high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023 and (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. His highest blood glucose level was 32 mmol/l for the first event and 28 mmol/l for the second event. Moreover, he had high ketone level which the healthcare professional assessed as dangerous or life-threatening. The infusion set had been used for three days. Further, the patient was transferred to the intensive care unit for the first event. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient was released next day for both the events with patient experiencing gastroparesis. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.